Event description:
Resident sat on walker seat and one front wheel broke off causing her to fall. Clean break noted where metal post inserts into the front of the walker. No significant injury resulted from the fall. On inspection, other caster hardware on the front wheel showed evidence of stress and was slightly bent. Walker rated for use by individuals up to 500#.